Event description:
The complainant alleged that during incoming inspection of the product, the device displayed a "defib fault 80" message. The complainant indictaed that there was no pt involvement in the reported malfunction.